Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged the following information was received by the initial reporter with the following verbatim: we have been using this trifusion extension set for about 2 months. Unfortunately, we have had 2 incidents where the end leur-lock has broken or cracked (see photo) as the nurse was connecting it to the patient. I recently placed an order for more, but I¿m worried this product will continue to have issues.

Manufacturer narrative:
The customer reported the luer lock was damaged and returned photos and two samples of material mz9270, lot unknown. The sets were examined, and the complaint of luer lock damage was verified. The two trifuse sets male luer lock collars were broken off, only one was returned. The one luer collar that was returned was examined and the crack was at the proximal end and was half of the circumference of the collar. The root cause is traced to the use of alcohol wipes on the male luer collar, customer confirmed use of them. The alcohol can weaken the luer collars, and should be left to dry (20-30 secs) before use. A device history record review could not be performed on material mz9270 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.